Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The battery compartment was cracked on the side near the threads. The returned battery cap had stripped threads. The pump was exercised for 24 hours with no issues being duplicated. Unrelated to the initial allegation, the audio bolus button cover was torn, but still responsive. The cartridge compartment was damaged near the threads.